Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, pink/faded. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a dim pink/faded display screen. Evaluation was completed with a test display screen, the display screen is showing a strong contrast. The display lens was found to be scratched. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. (B)(6).